Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Additional information suggests that the back check valve on the primary IV set was not working correctly and that the secondary medication migrated to the primary container. It is unclear if the pump caused or contributed to an over infusion.

Event description:
It was reported that a primary infusion of lactated ringers was programmed to deliver at a rate of 125ml/hr. A secondary infusion of ampicillin was then programmed to deliver at a rate of 110 ml/hr. The customer stated that the infusion "ran in too fast." An additional secondary infusion of clindamycin was delivered at a rate of 112ml/hr and it was observed that the fluid "poured out of the bag." The IV tubing was replaced and the infusion delivered as expected. The nurse stated "I think that the filter on the primary line was broken, I figured that it had to be going back into the primary bag and the filter must be broken." It was also reported that there was no patient injury.